Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2012-05690. The patient had a lead and an ipg. It was reported the patient stopped receiving stimulation. An impedance check revealed invalid contacts. As a result, the patient's lead and ipg were explanted and replaced. Stimulation and coverage were regained post-op. At this time, it is unknown why the ipg was replaced. The explanted devices will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.